Manufacturer narrative:
(B)(4). Knots untying. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: representative samples of the product were returned for evaluation. The needles were inspected and tested for knot pull and knot gliding strength and the product met requirements.

Event description:
It was reported that the knots do not hold and untyed. There were no adverse patient consequences.